Event description:
A patient sample tube was dropped by the versacell sample management system prior to being sampled. The serum from the sample tube spilled, but did not contaminate any other patient samples. The operator was wearing personal protective equipment and cleaned the spilled serum. The patient whose sample tube was dropped required a redraw due to the serum from their sample tube being expelled when the tube was dropped. There are no reports of adverse health consequences due to the sample tube being dropped prior to being sampled.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the versacell sample management system, the cse discovered that some of the interface wheel springs did not have adequate tension and the arm assembly configurations at both interface wheels required adjustments. The cse adjusted the arm assembly configurations and saved the configuration settings and replaced several interface wheel springs. The cse also cleaned the gripper fingers and fiber optics and cleaned serum from the interface wheels. The system was run and the placement of sample tubes on the interface wheel was verified. The cause of the versacell sample management system dropping a sample tube is unknown. The system is performing according to specifications. No further evaluation of this device is required.